Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii catheter on the first infusion day, when nurse prepared to infuse the patient the nurse found e-tubing broken. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: the customer stated that on the first infusion day, when nurse prepared to infusion for the patient and then nurse found e-tubing broken. The customer did provide a sample to aid in the quality engineers investigation. With the sample provided, bd was able to duplicate the failure mode reported. The production record was reviewed and no non-conformance was noted during the manufacturing of this lot. The extension tube surface on the returned sample did have stretch marks on it. With an experiment with retention samples external force was applied and the defect was noted. The most possible root cause can be attributed to external force. Investigation comments: no related abnormal record of defect. The extension tub surface of the returned sample has stretch marks, the extension tube section rough; factory stimulation pulled off extension tube experiment. The result of stimulation experiment is consistent with the defect of complaint. Check the retention samples, the surface of extension tube smooth. Extension tube broken off by external force. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Extension tube broken off by external force.